Event description:
The facility a pump with failure code 804:34. It is unk when this failure code occurred.there was no patient injury of medical intervention necessary according to the hospital representative.